Event description:
Additional information received that there was no extubation or tube replacement was performed; the nerve was identified by direct v isualization during the procedure.

Manufacturer narrative:
H3: the device, insert, and an open pouch were returned in a large plastic sleeve (non original packaging). The pouch was open on three of four sides upon return. Upon receipt, traces of clear residue were observed on the tube near the cuff and on the cuff, while traces of sticky residue were observed on the tube near the clamp shell. Voids were observed in all four electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms. Measured values were 7.4 ohms (red), 19.7 ohms (red/white), 16.4 ohms (blue), and 10.9 ohms (blue/white), all of which were within specification. The device was then connected to a nim console, and the trace pads were submerged in a saline solution for functional testing. The device passed the electrode check upon connection, and no excess noise was recorded during functional testing. All four silver traces were manipulated and bent to a 90° position without issue. No issues were identified during the analysis of the returned device. H6: codes updated, previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroid surgery, an emg tube was planned to be used for nerve monitoring. No electromyographic (emg) signal was present throughout the procedure. Equipment and interface box malfunction were ruled out, and adjustment of the emg tube depth was performed; however, no signal was obtained and procedure was completed without using a nerve monitoring emg tube and pre-inflation inspection of the cuff revealed no abnormalities; however, no electromyographic (emg) signals were detected throughout the procedure and procedure was delayed 20 minutes. There was no patient injury.